Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 200 mg/dl. The pump supplies were changed and a bolus was delivered. However, the bg level was still at 200 mg/dl. The customer did not know why the bg was "running high" and thought the problem was related to the pump as the supplies had been changed and the bg did not decrease. The customer declined tandem technical support's offer to troubleshoot.